Event description:
This complaint is from a literature source. The following literature cite has been reviewed: klasan a, rainbird s, peng y, holder c, parkinson b, young sw, lewis pl. No difference in revision rate between low viscosity and high viscosity cement used in primary total knee arthroplasty. J arthroplasty. 2022 oct;37(10):2025-2034. Doi: 10.1016/j.arth.2022.04.043. Epub 2022 may 5. Pmid: 35525417. Objective and methods the purpose of this study was to analyze the risk of all-cause revision and reasons for revision between different constraint types for 214,708 tkas implanted between (B)(6), 1999 and (B)(6), 2020 when the most commonly used competitor high viscosity cement and low viscosity cement are compared. The data for this study was pulled from the australian orthopaedic association national joint replacement registry (aoanjrr). Of the 214,708 studied tkas, 11,076 were depuy pfc sigma cr tkas consisting of a femoral component, tibial insert, and tibial tray. There is insufficient information to determine if the patellas were resurfaced and the competitor cement utilized in all tkas. This complaint will only capture the results for the depuy pfc sigma devices. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy pfc sigma cr tkas consisting of a femoral component, tibial insert, and tibial tray adverse event(s) and provided interventions associated with depuy devices: 561 reported revisions due to aseptic loosening of the tibial tray at an unknown interface or for infection. The authors do not give specific information regarding the revisions. The actual number of revisions to treat infection or aseptic loosening of the tibial tray are unknown. As such, each reason will be captured with a quantity of one.

Manufacturer narrative:
Product complaint # : (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.